Event description:
Customer called to report that the immage immunochemistry system generated falsely positive rheumatoid factor results above 20 international units per milliliter (iu/ml) when immage system rheumatoid factor (rf) reagent, lot #m101865, was used. Customer was sent a replacement reagent lot. Customer has not called back to report issues with the replacement reagent lot. The root cause is unknown, but appears to be specific to the reagent lot that was used on the system. Customer stated that the results were not reported outside the laboratory, and that patient treatment was not affected. Customer did not provide the requested patient sample results and information.

Manufacturer narrative:
Customer did not report issues with any other chemistry and indicated that quality control recovery was acceptable and within range. The root cause of the issue appears to be reagent-specific. Customer was sent a new reagent lot and has not called back to report any further reagent lot issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4)). (B)(4): reagent was not returned.